Event description:
It was reported that during an a-fib procedure, the carto 3 system showed error 25 (piu error). The case was cancelled and rescheduled. Additional information received on february 3rd showed that the patient was under local anesthesia and a transseptal puncture was performed before the case cancellation making this event reportable. There was no patient adverse event.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA as required when it is completed or if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the carto 3 system showed error 25 (piu error). The customer was advised to replace the extension cable of the map catheter. By replacing the cable, the error message disappeared and the system was found functional. The device history record was reviewed and no anomalies were found related to this complaint. No anomalies were noted in manufacturing or service.